Event description:
It was reported the lead was not implanted due to patient's anatomy. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood/body fluid was noted on the distal conductor (not obstructed). The full lead was returned and analyzed.